Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2021 during which the surgeon noted extensive adhesions between the small bowel and the mesh. The mesh and small bowel were dissected and small bowel resection was performed. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 09/28/2022. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 12/19/2024. Additional b5 narrative: it was reported that on (B)(6) 2021 patient underwent small bowel resection with anastomosis, separation repair of recurrent ventral hernia and insertion of ultrapro mesh. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.